Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the customer did not provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient's last menstrual period was (B)(6) "2018." The patient was reported as having an irregular menstrual period. On (B)(6) 2018, the patient tested using four home pregnancy tests and received a positive result each time. One home pregnancy test was tested in the morning and three home pregnancy tests were tested in the evening. On (B)(6) 2018, the patient presented at the facility to confirm the pregnancy because the patient was scheduled for a surgery. The patient requested a blood test but the customer opted to use an alere hcg cassette. A non-first morning urine sample was collected and produced a negative hcg result at the 3 minute read time. Approximately 5 to 10 minutes later, the customer observed a "clear positive" hcg result on the alere hcg cassette. The customer then retested using a test from a second lot of alere hcg cassettes with a negative hcg result at the 3 minute read time and a positive hcg result 5 to 10 minutes later (refer to MDR 2027969-2018-00047). A blood sample was subsequently drawn and produced a quantitative hcg result of 26 miu/ml. The surgery was not performed based on the laboratory result. Forty minutes after leaving the facility, the patient tested using a clear blue pregnancy test and received a positive result. Troubleshooting was performed with the customer. The customer was determined to be testing using incorrect controls and reading past the read time. The test should be read at the designated read time, do not read past the 3 minutes listed in the pi. Tss discussed possible causes for obtaining a positive result after the read time per the limitations section of the pi such as concentrations below the level of detection and diluted samples tss discussed non-specific binding may occur after 10 minutes. A non-first morning urine sample was used for testing. Very diluted urine specimens (as indicated by low specific gravity) may not contain representative levels of hcg. If pregnancy is suspected, a first morning urine specimen should be collected 48 hours later and tested. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Correction: (event problem and evaluation codes) corrected to remove method codes 3317 and 3340 and replace results code with 3221.